Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced loss of sound and intolerance with device use. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Device testing was attempted, however, discontinued due to report of pain. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information: explant date and device available for evaluation? The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring and array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.